Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited "dysfunction" with oversensing of artifacts in the atrial channel. During the ra lead revision procedure, it was noted the device was oversensing short interval counts (sic) and noise in the atrium. It was further noticed there was no sound from the screw in the connector of the device and the device header was loose. The ra lead was unable to be disconnected from the header and the physician noted a an issue with the setscrew mechanism. The device was explanted and replaced and the lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw and set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.